Manufacturer narrative:
The reported symptom code (blank screen) was confirmed. External visual inspection showed no signs of physical damage. Functional display test failed. Upon investigation, the inverter board transformer was found burnt. A known good inverter board was installed and the screen became fully operational. Internal visual inspection showed no other signs of abnormalities. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported to technical service that while in treatment setup and before step-1 the cycler is getting a system error. It was recommended by technical support to replace the liberty select cycler and to follow up with the clinic nurse on call. Follow up with the patient indicates that the patient did not experience any complications as a result of the alleged event.

Manufacturer narrative:
Correction plant investigation. The reported symptom code (stalled at a state machine for a long time (warning)) was confirmed. Investigation found a dislodged air bag. This air leak causes the error. An exterior visual inspection shows no signs of physical damage. System air leak test: fail a post-ast 15 min 1000 ml simulated treatment was performed and completed without any failures or problems once addressing the dislodged airbag. An internal visual inspection of the returned cycler showed no other signs of abnormalities.

Event description:
Peritoneal dialysis patient contact reported to technical service that while in treatment setup and before step-1 the cycler is getting a system error. It was recommended by technical support to replace the liberty select cycler and to follow up with the clinic nurse on call. Follow up with the patient indicates that the patient did not experience any complications as a result of the alleged event.